Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings. The pump had moisture in the display lens. A leak was found in the battery compartment. The pump was opened to find moisture on all internal components. Unrelated to the original complaint, the battery compartment was cracked from the threads to the left of the grip pad, and below the grip pad to the case seal. The pump was unable to power on and was totally unresponsive. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that the battery compartment had moisture in it. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.